Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer, concerns a (B)(6) male patient of unknown age. Medical history included hyperlipemia. The patient had no drug adverse reaction history, family drug reaction and concomitant medication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (humalog 50, formulation: u300 injection) 16 u, bid, subcutaneously via humapen luxura (burgundy), for treatment of diabetes mellitus beginning in 2012. In the beginning two months of insulin lispro protamine suspension 50%/insulin lispro 50% use in 2012, the patient experienced hypoglycemia and the patient was hospitalized immediately. After the event was relieved, the patient was discharged from hospital (detail admission time and discharged time were unknown). Reportedly, the patient thought the hypoglycemia was caused by improper operation. After the resident physician provided guidance on the correct operation of the device, hypoglycemia did not appear again. On (B)(6) 2015, when a new bottle of insulin lispro protamine suspension 50%/insulin lispro 50% was installed, reportedly too much strength was used and the black screw rod was broken (lot unknown, product complaint (B)(4)). Because the injection pen black screw rod was broken, insulin lispro protamine suspension 50%/insulin lispro 50% was not injected until the time of the report. The outcome of the event of hypoglycemia was recovering. The outcome of the event of injection pen black screw rod was broken, humalog 50 was not injected was unknown. It was unclear whether insulin lispro protamine suspension 50%/insulin lispro 50% was restarted. The patient was the user of the humapen luxura device since 2012. Initial training status was not provided. When the black screw rod was broken, the injection pen was thrown (away). The reporting consumer did not relate the event of hypoglycemia to insulin lispro protamine suspension 50%/insulin lispro 50%. An opinion of relatedness was not provided for the event of injection pen black screw rod was broken, humalog 50 was not injected and the insulin. Update 09jul2015: upon review of this case on 09jul2015, the case was opened to update the medwatch fields for regulatory reporting. Update 22jul2015: product complaint number was received from the product quality team on 17jul2015 and processed as appropriate. Updated the device body type and the narrative.

Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. Please refer to update statement dated 03aug2015. No further follow up is planned. Evaluation summary a patient reported the injection screw on his humapen luxura device was broken and he could not inject his dose in (B)(6) 2015. He experienced a non-serious drug dose omission. In 2012, the patient experienced a serious adverse event of hypoglycemia which was not related to the broken injection screw. The patient stated the hypoglycemia was caused by his improper operation of the device. His physician provided him guidance on how to correctly operate the device and subsequently, the patient did not experience hypoglycemia again. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is evidence of improper use. In 2012, the patient stated he improperly operated the device. This may be relevant to the complaint of hypoglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer, concerns a (B)(6) male patient of unknown age. Medical history included hyperlipemia. The patient had no drug adverse reaction history, family drug reaction and concomitant medication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (humalog 50, formulation: u300 injection) 16 u, bid, subcutaneously via humapen luxura (burgundy), for treatment of diabetes mellitus beginning in 2012. In the beginning two months of insulin lispro protamine suspension 50%/insulin lispro 50% use in 2012, the patient experienced hypoglycemia and the patient was hospitalized immediately. After the event was relieved, the patient was discharged from hospital (detail admission time and discharged time were unknown). Reportedly, the patient thought the hypoglycemia was caused by improper operation. After the resident physician provided guidance on the correct operation of the device, hypoglycemia did not appear again. On (B)(6) 2015, when a new bottle of insulin lispro protamine suspension 50%/insulin lispro 50% was installed, reportedly too much strength was used and the black screw rod was broken (lot unknown, (B)(4)). Because the injection pen black screw rod was broken, insulin lispro protamine suspension 50%/insulin lispro 50% was not injected until the time of the report. The outcome of the event of hypoglycemia was recovering. The outcome of the event of injection pen black screw rod was broken, humalog 50 was not injected was unknown. It was unclear whether insulin lispro protamine suspension 50%/insulin lispro 50% was restarted. The patient was the user of the humapen luxura device since 2012. Initial training status was not provided. When the black screw rod was broken, the injection pen was thrown (away). The device was not returned. The reporting consumer did not relate the event of hypoglycemia to insulin lispro protamine suspension 50%/insulin lispro 50%. An opinion of relatedness was not provided for the event of injection pen black screw rod was broken, humalog 50 was not injected and the insulin. Update 09jul2015: upon review of this case on 09jul2015, the case was opened to update the medwatch fields for regulatory reporting. Update 22jul2015: product complaint number was received from the product quality team on 17jul2015 and processed as appropriate. Updated the device body type and the narrative. Update 03aug2016: additional information received on 03aug2015 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the EU/ca and medwatch fields; and updated the narrative.